Manufacturer narrative:
(B)(4). Date sent: 03/01/2021. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? No. Manometry done but marshmallow bagel as screener for motility. What is the lot number of the linx device? Lxmc16, lot#26705, explanted on (B)(6) 2021. When using the linx sizing device what technique was used to determine the size? Pop-off +3, was loose but adequate per the surgeon. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. How severe was the dysphagia/odynophagia before intervention? Very severe, unable to get/keep solid food down. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes, 3. Sutures placed at hiatus, 1 suture taken down 4 days postop to try to alleviate swallowing issue. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Food lodging, vomiting. What was the reason for removal of the linx device? Patient unable to swallow, food getting stuck at les, may have had weak pressure at les that did not show up during preop screening with marshmallow bagel swallow. Was the device found in the correct position/geometry at the time of removal? Yes.

Manufacturer narrative:
(B)(4). Date sent: 3/2/2021. H6: no device problem found (c19). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. It could not be determined what may have cause the reported event. The DHR for lot 26705 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Only event year known: 2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? The event description is not completely clear if the device has been removed. Has the device been explanted? On what date did the explant take place? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? What was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal?

Event description:
It was reported that the patient was implanted on (B)(6) 2020, with linx, has been unable to get food down. Egd postop showed narrowing of gej. The surgeon went back in laparoscopically and removed one of 3 sutures placed as part of hiatal hernia repair. No relief for patient. Sent to gi who confirmed no stenosis, no stricture, but impacted food. Surgeon believes patient may have dysmotility that was not uncovered during preop evaluation.